Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer had cases of anesthetic awareness as a result of mis-entry of an adult patient's weight at two separate sites. The customer was also requesting for a configurable lower weight limit in adult mode on the alaris device. There was patient involvement, however the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: the actual date of event is unknown. Root cause: the root cause for the reported issue of a programming error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported that the customer had cases of anesthetic awareness as a result of mis-entry of an adult patient's weight at two separate sites. The customer was also requesting for a configurable lower weight limit in adult mode on the alaris device. There was patient involvement, however the outcome is unknown. Although requested, further information was not provided.